Event description:
It was reported that the hf unit "esg-400" displayed error code e006. The issue occurred during a transurethral resection in saline procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error code e006 could not be duplicated and the device was found to function per specification, however, error message e006 can only occur in connection with the use of the saline mode on the universal socket. Possible causes of the error message are as follows: 1. An increasing tissue deposit on the electrodes. 2. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently connected contacts on the conveyor or the connecting cable. 4. Increased contact resistance due to defective contacts on the conveyor or the connecting cable. 5. Increased contact resistance due to defective contacts on the universal socket, e.g. Due to corrosion. Olympus will continue to monitor field performance for this device.